Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed the flow rate test. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h6 type of investigation: replace previously submitted b14 with b11 correction to h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.